Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient developed redness and yellow drainage coming from under the patch. The patient was evaluated by a healthcare personnel (hcp) who prescribed an oral antibiotic (sulfamethoxazole - trimethoprim ds 800-160). The reaction resolved after taking the antibiotic for seven days. No additional patient or event information is available.